Manufacturer narrative:
(B)(4). Date sent: 10/26/2023. D4 batch #: a9c90z. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The device was not returned only the packaging was returned. Upon visual inspection, it was observed that the blister from the packaging was damaged; it was noted to be broken and not still adhered to the tyvek. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a9c90z, and no non-conformances were identified.

Manufacturer narrative:
Pc-(B)(4). Date sent: 8/21/2023. D4 batch #: unknown. Additional information was requested and the following was obtained: does the damage to the package compromise the sterility of the device? Yes! Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that when opening the device the flexible side of the packaging was so tightly welded to the plastic that it was broken through. We had to open a new product.no patient harm.